Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited loss of telemetry. It was further reported that the right ventricular (rv) lead exhibited possible oversensing. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.